Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Reported event was considered confirmed via the x-rays provided. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Photographs were provided which shows wear on the locking bar. X-rays were provided and shows medial displacement of the tibial locking bar. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Implant date ¿ unknown month and day in 2014. Concomitant medical products: catalog #: unknown, unknown femoral, lot # unknown, catalog #: unknown, unknown bearing, lot # unknown. Report source: (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation, as it was not returned by the hospital. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Not returned by hospital.

Event description:
It was reported that the patient underwent initial arthroplasty approximately five years ago. Subsequently, the patient was revised two weeks ago due to burning pain sensation, metallosis around locking bar, and locking bar backing out.